Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. The events of "ischemic", "occlusion of the labial artery", "whitish tissue" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿ with lidocaine in the vermillion border and the "medial part of the upper lip". Patient experienced a "suspected occlusion of the labial artery" and "whitish tissue on the lip, up towards the nose". Hcp also described reaction as: "whitish ischemic tissue". Patient treated with an "immediate injection with hyaluronidase, approximately 1000 iu, heat and massage, as well as acetylsalicylic acid tablets 500 mg x2 and betapred tablets, 0.5 mg x 12", "omeprazole tablets 20 mg x 1 for 7 days" and "cutaneous nitroglycerin ointment for the next 24 hours". Hcp consulted with complication expert, and prescribed "heracillin" for 7 days. Symptoms resolved within three days.